Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok button is sticking and reportedly has to be pressed several times for a response. The ok button feels flat; however, all the other buttons are responding appropriately when pressed. It was reported there was no structural damage to the keypad. There was no adverse event associated with this complaint.